Event description:
Boston scientific received information that patients right ventricular lead exhibited high shock impedance measurements of greater than 125 ohms. As a result this lead was surgically abandoned and successfully replaced and this device remains implanted.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.

Event description:
--